Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was "not delivering insulin." Tandem technical support performed a pump system and insulin drips were not observed to be dripping out of the tubing and cartridge pig tail during the load fill tubing sequence. Customer's blood glucose level ranged from 130 mg/dl to 380 mg/dl. Reportedly, customer reverted to an alternate form of therapy for insulin delivery.